Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist logged into the station as carefusion admin and monitored database synchronization and maintenance logs in, confirming no retry errors; verified database size and executed transaction queries on both station and server, identifying discrepancies and that the station had been in critical override, checked patient encounter system (pes) synchronization status, then performed a full synchronization and rebooted the station, which resolved the critical override with no errors observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station was not communicating. Customer mentioned that the station was in disconnected mode and full synchronization required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.